Manufacturer narrative:
E1: patient city: (B)(6) patient country: turkey . Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4) event occurred in turkey. It was reported that the patient experienced high blood glucose (bg) event on (B)(6) 2026. The blood glucose (bg) was high and treated it with insulin via pump. The blood glucose (bg) was high for less than one hour. No further information available.